Manufacturer narrative:
The user experienced loss of consciousness associated with hypoglycemia after not announcing snacks that were similar in size to meal carbohydrate amounts while receiving automated insulin delivery with the ilet. This behavior can result in excess insulin relative to carbohydrate intake and is consistent with the observed hypoglycemia requiring ems response and emergency department treatment. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 55 mg/dl following missed meal announcement for snacks. The user was transported to the hospital by ems where the user was treated with IV fluids and other/unknown treatment and discharged (B)(6) 2025. No long-term health effects were reported.